Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the most proximal stent row found to be lifted and pulled distally. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-feb-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and tortuous left anterior descending artery. After a non-boston scientific guidewire crossed the lesion, pre-dilation was performed with maverick balloon catheter. A 24 x 2.50 promus elite drug-eluting stent was then advanced for treatment but could not cross the lesion. Ultimate dilation was done at high pressure and the procedure was completed with another of same device followed by post dilatation. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.